Manufacturer narrative:
The device was evaluated by a maquet technician and tested for 2 hours. During testing the unit displayed the error code 3032-2. The technician replaced the power supply board and ran the unit with test loops for 6 hours. It was verified the unit could make ice. Functional testing was performed and it was verified that the unit was calibrated to factory specifications. The device was returned to use.

Event description:
(B)(4).

Event description:
It was reported that the device was not heating during a case and shut down. The device was replaced with no reported pt effect. (B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the event. A supplemental medwatch will be submitted when add'l info becomes available. (B)(4).